Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured november 2024. H11: five (5) unopened devices were received for evaluation. Visual inspection was performed and dark particles or fiber were observed in the packaging. The particulate matter (pm) was loose or embedded; however, all particulate was observed outside the fluid path. The reported condition was verified. The cause of the pm observed in the actual samples is possibly inherent to contamination during the manufacturing or packaging process, as the pm observed is enclosed in the returned sealed product samples packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) syringe inlets had particulate matter. This was identified through visual inspection. There was no patient involvement. No additional information is available.